Event description:
Blades shavings were present during use. Surgeon flushed out the joint but some of the shavings remain embedded in the cartridge. Replaced with another synovator blade and completed surgery without incident.

Manufacturer narrative:
The inner blade was observed microscopically and found to have evidence of inner to outer blade galling. The blades were dimensionally conforming. The likely cause of the galling was probably due to an aggressive cut which may have splayed the first tooth on the edgeform.